Event description:
Additional information obtained from the field which indicated that the patient's tachycardia therapy was turned off and the patients' wanted it programmed back on. Moreover, the patient was allergic to medications that the physician was giving and went into heart failure and nearly died. The physician then moved the device and gave another medication and the patient was still allergic to it. The patient had infection when the physician moved the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product felt that there was a wire on top of the device and the patient's stated that it's kind of protruding. Attempt to obtain additional information but was unsuccessful. There were no additional patient adverse effects reported. All available information indicates that the product remains implanted.

Event description:
Additional information obtained from the field which indicated that the patient's device migrated directly under the left axillae. Also, the patient reported that there was a hollow divot at the place where the device was previously located prior to implanting it submuscularly.